Manufacturer narrative:
The last calibration performed on 12-nov-2022 was ok and there were no alarms. Quality controls were ok. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer ran an ise check and this passed. When running a mechanism check, a nozzle was found empty. A valve was flushed with bleach and water. The mechanism check was repeated and it was ok. When performing a rinse volume adjustment, it was determined that detergent dispense volumes were higher than normal. The rinse mechanism tubing for two nozzles had a tear. The tubing was replaced. An air purge, reagent prime, wash maintenance, and incubation bath water exchange were performed. An ise check, calibration, and controls were run. Precision studies were run and passed.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The first sample initially resulted in a na value of 160 mmol/l. This sample was repeated on a second analyzer, resulting in a value of 139 mmol/l. The second sample initially resulted in a na value of 160 mmol/l. This sample was repeated on the same analyzer, resulting in a value of 134 mmol/l. The third sample initially resulted in a na value of 172 mmol/l. This sample was repeated on a second analyzer, resulting in a value of 138 mmol/l. The na electrode lot number and expiration date were requested, but not provided.